Event description:
Patient called to report a product issue involving her abbott freestyle libre 3 device. Patient stated this morning she received an urgent medical device correction pop up on her device that stated abbott had identified sensors are providing incorrect low glucose readings. She stated she was going to contact abbott for a replacement device.